Event description:
Kyphosis case done around 4 years ago. Patient presents with broken rod. During revision, surgeons try to extend 1 level bilateral but surgeon blows pedicle on r so only extend on l but replace rods. During reduction, a lot of lordosis in rod. Patient comes back less than week later with set screw disengaged on the extended level. Add side by side to r side and replace disengaged set screw.